Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was successfully placed. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to subclavian crush and had lead fracture. There were no associated patient symptoms. Also, this lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was successfully placed. No additional adverse patient effects were reported.